Manufacturer narrative:
Section d4 catalog number was corrected.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 32-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the pump appeared to be moving to the mitral valve. The device was repositioned. The next day, the same issue occurred but with a loss of aortic optical signal. The patient was to return to the operating room (or), because the pump was not delivering any support. A transesophageal echocardiogram (tee) showed some flow. The physician decided to remove the impella and insert an extracorporeal membrane oxygenation (ECMO). The physician stated that the pump may have moved due to ventricular tachycardia (vt). Three days after impella insertion, the device was removed. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 4.9l/min as intended. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: d3. Corrected: d4 (serial). Tachycardia: the cause of the injury was unable to be determined due to insufficient clinical details. Low pump flow: since limited clinical details were provided and neither product nor data logs were returned for investigation, the cause of the low pump flow could not be determined. Placement signal issue: since neither product nor logs were returned for investigation, the cause of the placement signal issue could not be determined. Device in wrong position: since limited clinical details were provided regarding how the pump came out of position and product wasn't returned for investigation, the cause of the positioning issue could not be determined.